Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional information was requested on 02/09/2009 and 02/11/2009 by phone, fax, and mail. A completed questionnaire was received on 02/14/2009.

Event description:
A surgeon reported a patient experiencing postoperative refractive surprise following intraocular lens (iol) implant surgery. In a follow-up, the surgeon reported the outcome of the event for the patient as "poor" and that he is continuing to monitor the patient.